Event description:
It was reported that a broken cannula occurred. The sensor was inserted into the abdomen, which is off label usage of the device. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken cannula occurred. The sensor was inserted into the abdomen, which is off label usage of the device. The product was evaluated. An external visual inspection was performed and failed due to customer complaint is confirmed, sensor is out of needle. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).